Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was the transmitter and app were unable to establish a connection. The reported event of [choose one of no readings is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.